Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb), and the gui to breath delivery (bd) cable. The cse also replaced the ac power cord, the mains lead cable and retaining clip. The device passed extended self test (est), short self test (sst), and the performance verification test (pvt) electrical safety test. Service history review has been performed by the manufacturer. No similar events were found in the service history record. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Covidien received information that an 840 ventilator graphical user interface (gui) was inoperable while being used on a patient in an adult intensive care unit. Several attempts were made to acquire further patient information. No further information has been provided at this time.